Event description:
It was reported that a caucasian female patient, involved in a clinical study, underwent a breast reconstruction surgery with implantation of a 535cc mentor memorygel breast implant prosthesis. Post-operatively, the patient developed cancer in her cervical spine which was a result of a previous tumor that metastasized to the spinal area. As a result, the patient had a spinal fusion to remedy the situation on (B)(6) 2018. Refer to manufacturing report number 1645337-2022-08549 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cancer. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 20, 2022, mentor was notified that the patient developed malposition of her left breast implant. The complication was reported to have been resolved on (B)(6) 2022, using an undisclosed methodology. Reason for device explant and/or reoperation: device migration. Manufacturer¿s reference number: (B)(4).